Manufacturer narrative:
Current, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for diabetic ketoacidosis. The insulin pump alarmed no delivery prior to hospitalization. The no delviery alarm was caused by a bent cannula. The customer changed the infusion set, but blood glucose levels continued to increase. Nothing further reported.